Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1.3 mmol/l, 8.4 mmol/l, and 6.6 mmol/l; 1.7 mmol/l and 6.2 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).